Event description:
Olympus was informed that during a diagnostic colonoscopy, a 13 cm polyp was noted in the sigmoid. A snare was utilized to remove the polyp. Upon removal of the large polyp, the patient bled profusely, and the generator did not cauterize the bleeding site. Twenty four clips were utilized to stop the bleeding. The patient was admitted overnight for observation. No additional info was provided.

Manufacturer narrative:
The device was returned to olympus for eval. The reported event could not be recreated because the involved snare was not returned. The device was inspected and will be returned to the user facility. The exact cause of the user's report could not be conclusively determined.